Event description:
Philips received a complaint from customer biomed, reporting a check vent machine pressure sensor autozero failed error on a v60 ventilator. The device was in clinical use; however, no harm to patient/user resulted. A philips remote service engineer (rse) evaluated the issue with biomed and verified error code 1109 was in the significant log indicating the proximal pressure is not measured and pressure related alarms may be compromised. The rse recommended replacement of the flow sensor assembly, then the data acquisition printed circuit board assembly (da pcba) if the issue persisted.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-17532.

Manufacturer narrative:
H10: the corrective action details and final disposition of the device are unknown. Multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 01/04/2023, 01/11/2023 and 01/17/2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.